Event description:
It was reported that the t:slim x2 pump battery would not charge even though charging cables, wall adapters, and wall outlet were confirmed to be working and charging connection was not recognized after remaining plugged in for at least 30 minutes. There was no reported impact to the customer¿s blood glucose level. Customer continued to use pump for insulin therapy.